Event description:
It was reported that the patient had experienced urgency and was getting up a number of times at night following the implant. The patient stated that the therapy had not helped. The patient went to his hcp once after the initial implant for adjustments where he thought stimulation was increased. Following this he experienced cramps / pulsation in his legs, and the device was replaced. It was noted that the patient never turned the ins off to see if the cramps went away. The new ins was implanted in the same location and following the replacement the cramps were not as bad.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she had never received 50% symptom reduction with the implant.

Manufacturer narrative:
Product ID, 3889-28 lot# v803150, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).